Manufacturer narrative:
On (B)(6) 2021, medical advisor interpretation: post op x ray lateral posterior spinal fusion l2-4 with cement augmentation. One of the superior screw tulips and set screw appear disconnected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: product analysis product ID: 6534530, lot# h5615547. After visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the set screw. Unable to replicate customer concern. Unable to determine root cause of the foregoing event from the available information. Additional information: d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following products were used in the operation which were removed and replaced. Product ID: 6534530, lot#: h5615547, quantity: 2. Product ID: 55750017550, lot#: h5621494, quantity: 1. Product ID: 6534530, lot#: h5643404, quantity: 1. Product ID: 55750018535, lot#: h5401557, quantity: 1. Product ID: 55750018550, lot#: h5531221, quantity: 1. Product ID: 651100090, lot#: 0806357w, quantity: 1. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regrading a patient with a pre-operative diagnosis of l3 vertebral body fracture, undergoing a spinal therapy. It was reported that, two months after the operation, it was confirmed on the x-ray image that the set screw on one side of the most cranial side had backed out. Replacement was performed in order to remove rod and check for screw deformation, reset of rod and set screw was scheduled. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: l2/3/4 the set screw on the most cranial side backed out. Either left or right was unknown at this time. It was scheduled to perform reoperation on 3/19, and at the present moment, it was scheduled to replace the implants of 3 vertebral bodies on one side. Additional information received. Patient initials: (B)(6) years old, male, (B)(6) symptom complaints: there had been abnormal noise when bending forward from late february. No neurological symptoms, no pain during movement / rest. Content of the reoperation performed on (B)(6): collection of back-out left l2 set screw and removal of rod, removal of l2 screw (with some looseness), removal of l3 and l4 screws. New screws and rod / set screw were inserted into l2 / 3/4 and tightened only on the left side, and the procedure was completed. After the operation, as a comment from the doctor, it was thought that an error in the curve of the prevent rod and the screw arrangement on coronal plane might be a discomfiture to the set screw. In addition, it might have been overwhelmed by forward bending exercise during body movement without bone grafting on the premise of removal in the case of trauma. A screw has been added for screw loosening. Explant(s) is expected to be returned. After the first surgery, pain and neurological symptoms developed during forward bending, which are now resolved. During the second time operation (this time), there was no neurological symptom, and the abnormal noise caused by implant contact was replaced as the main complaint, so it was not involved in the improvement of the symptom. The sales rep checked the implant after cleaning, but found no major damage. It was reported additionally that all three screws on the left side, and rods, three set screws will be shipped to the analysis center. Initial surgery procedure: l3 vertebral body formation (pentax ha block) and correction fixation with v5 pps for vertebral body fractures due to fall trauma. There was no problem with the l3 and l4 screws and the set screw. These screws and rods were just removed/replaced in the revision surgery. They will be returned for analysis.